Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced three events of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was in the tubing. No further information was available.

Manufacturer narrative:
Initial and final MDR 2054053 - MDR 3003442380-2024-33127- device 3 of 3 e1: patient city: (B)(6). Patient country: united states.